Manufacturer narrative:
An event of device embolization into the right ventricle was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined but the combination of an undersized device being "nudged" may have contributed to the device embolization. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
It was reported that a 16mm amplatzer vascular plug was selected for an implant on (B)(6) 2022. The device was successfully implanted. A second unknown plug was placed proximal to the 16mm amplatzer vascular plug. The unknown plug bumped into the 16mm amplatzer ,causing it to migrate from the right hepatic vein and ended up in the right ventricle. The amplatzer device successfully retrieved via jugular access & snare. The unknown plug remained implanted. The patient was reported to be in stable condition.